Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the computer was booting up fine, but was sending the video signal to the wrong place. The main mobile view station (mvs) screen was no longer set to the default device. This was confirmed due to the image acquisition system (ias) starting up into 2d mode without issue, which indicated that the mvs computer was communicating with the ias. However, the mvs monitor would go black after showing the bios boot up screen. The rep observed a cord plugged into the mvs video out line that went to a small video signal converter box. Once this cord was unplugged the system was rebooted and everything started working. The rep changed the default settings back the medtronic equipment and the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the mobile view station (mvs) computer would not boot. The site rebooted the system several times and it would show the bios screen and once showed the imaging system boot screen but then reverted to no input detected. No patient was present during the time of the reported incident.